Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because there was an open clamp on unused supply line. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during initial drain. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted to cycle power the hc machine. The tsr advised the hp to start over again using new supplies. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up with the home patient (hp) the hp stated that he remembers now that he got the alarm and woke up and noticed that he had forgotten to hook up the final bag, so he connected that and continued therapy. The hp stated that he has been fine since this report. The home patient was advised that once therapy has started, he should never hook anything else up and should stop therapy and contact either baxter or his peritoneal dialysis nurse.